Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Reportedly, due to the elevated bg, the customer required assistance from their daughter in administering a correction injection. The customer reverted to manual injections for insulin therapy.